Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer. Actual used samples will be returned by the user.

Event description:
2 events (same patient, same day) of blood leakage alarm occurred during dialysis treatment: 1st incident: at 10am, during dialysis session, machine alarmed for blood leakage and confirmed by test. Dialysis session was interrupted. Patient lost around 300ml of blood. 2nd incident: patient was connected again to another machine set up with new blood circuit, at 11:20am, machine alarmed for blood leakage, patient lost around 300ml of blood. Patient was not connected again to continue treatment and rescheduled for next day dialysis session. Dialysis settings: blood flow rate: 350, dialysate flow rate: 500, heparin volume: lovenox 0.4, treatment plan duration: 4hours, treatment received: 1hr and 8 min on 1st attempt, 52 minutes for 2nd attempt. Other devices used: fresenius dialysis machine, fresenius bloodline, neo sp802 supercath needle.

Manufacturer narrative:
Investigation report is on retained samples by the manufacturer. Actual used samples will be returned by the user.

Event description:
2 events (same patient, same day) of blood leakage alarm occurred during dialysis treatment: 1st incident: at 10am, during dialysis session, machine alarmed for blood leakage and confirmed by test. Dialysis session was interrupted. Patient lost around 300ml of blood. 2nd incident: patient was connected again to another machine set up with new blood circuit, at 11:20am, machine alarmed for blood leakage, patient lost around 300ml of blood. Patient was not connected again to continue treatment and rescheduled for next day dialysis session. Dialysis settings: blood flow rate: 350, dialysate flow rate: 500, heparin volume: lovenox 0.4, treatment plan duration: 4hours, treatment received: 1hr and 8 min on 1st attempt, 52 minutes for 2nd attempt. Other devices used: fresenius dialysis machine, fresenius bloodline, neo sp802 supercath needle.